Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) for many years. Urethral atrophy occurred causing increased incontinence. All components were removed and replaced. According to the physician, the previous aus was implanted about 10 years ago and worked fine. A full recovery is expected.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) for many years. Urethral atrophy occurred causing increased incontinence. All components were removed and replaced. According to the physician, the previous aus was implanted about 10 years ago and worked fine. A full recovery is expected.